Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the vision side cart (vsc) would not fully boot up and replaced the common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and visually inspected, where no issues were found. The unit was installed onto a known good system where it would not power on properly. The ccc was taken to a programming station where it was confirmed bricked. The ccc was unbricked, and reinstalled where the system functioned normally. The complaint was confirmed based on failure analysis. As a result of these findings, the root cause was determined to be a bricked ccc.

Event description:
It was reported that prior to the start of a da vinci¿assisted surgical procedure, the system displayed a disabled insufflator message and did not complete startup. The system did not allow the site to disable the insufflator to complete power-up. The site performed a breaker reset of the vision side cart (vsc); however, the issue persisted. The procedure was aborted to another dv system with no reported injury.